Event description:
The customer alleged when the machine is running, there is a strong odor and smell. There are no reports of user injury.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse smelled slight oil order, but saw no visible misting; there was a slight oily residue on outside of filter housing and converter with no pooling of oil. Replaced oil mist filter and catalytic converter. Performed vacuum subsystem system verification. Pumped chamber down several times and detected no misting or oily odor. Fse indicates the system meets specification.